Event description:
It was reported that a right ventricular (rv) lead revision occurred, as the lead from another manufacturer had to be abandoned surgically and replaced. When the lead from this manufacturer was implanted, noise oversensing with pacing inhibition was observed. A new device was then implanted and the new lead still showed noise. It was noted that the noise was appropriately blanked and thus the procedure was completed. The physician believed the noise was due to lead chatter from the abandoned lead. Two days later, it was found that the noise was being oversensed, causing pacing inhibition, with no asystole. The patient was hospitalized and the lead was replaced with a dedicated bipolar lead, from another manufacturer. The problem resolved. No additional adverse patient effects were reported. The product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
The product has been returned and analysis was completed.